Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic te device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.